Event description:
Loss of vision; notice vision becoming blurry, hazy. Went to see (B)(6) eye center where I had the rain drop surgery performed. I have developed cornea scar tissue below and above due to this device, the raindrop surgery I had in 2017. Found out it was taken off market 10/22/2018 due to the complication it has caused patients; 4 out of 5 surgeries have been performed to this issue. My vision has worsened and I was never contacted about this recall. I am seeking my full money back, (B)(6) and am hopeful after my recent removal of this device, I won't continue to get more scar tissue. I had surgery for removal on (B)(6) 2020. FDA safety report ID# (B)(4).